Event description:
As reported: "patient was revised due to recurring dislocations." Spoke to rep. A competitor head dissociated from an adm/ mdm poly insert. Rep can provide a picture, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-rays of the show a press fit tha. The femoral head has an extended "skirt" indicative of a long neck size. The acetabulum is well positioned and fixed. The femoral head is eccentrically positioned within the acetabulum on all three x-rays. This is consistent with head /mdm dissociation. Head /mdm dissociation is confirmed. The root cause of the dissociation cannot be determined from the limited documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation. "The x-rays of the show a press fit tha. The femoral head has an extended "skirt" indicative of a long neck size. The acetabulum is well positioned and fixed. The femoral head is eccentrically positioned within the acetabulum on all three x-rays. This is consistent with head /mdm dissociation. Head /mdm dissociation is confirmed. The root cause of the dissociation cannot be determined from the limited documentation provided." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.